Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted (lot no. 952107) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure insertion and endometiral ablation was done on same day" on (B)(6) 2014). The patient had a medical history of intermenstrual bleeding in 2014 and obesity, ovarian cyst, uterine fibroids, haemorrhage abnormal, parity 2, gravida ii and menorrhagia. Previously administered products included: paragard. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1295 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.891 kg/sqm. [Biopsy endometrium] on 17-feb-2014: secretory phase endometrium, fragments suggestive of endometrial polyp. [Pathology test] on 19-jul-2017: final diagnosis: a. Uterus, cervix, fallopian tubes and ovaries, resection: 1. Focal chronic cervicitis. 2. Secretory phase endometrium. 3. Leiomyomata. 4. Left ovary with endometriosis. 5. Right ovary with endometriosis and hemorrhagic corpus luteum cyst. 6. Fallopian tubes with essure devices. Clinical information and history: irregular vaginal bleeding; uterine fibroid, right ovarian cyst; laparoscopicassisted vaginal hysterectomy, bilateral salpingo-oophorectomy, transobturator tape bladder sling. Gross description: within the cornua extending into the fallopian tubes are metallic, coiled, essure micro inserts. [Ultrasound pelvis] (date unknown): it showed a uterus measuring 9.8 cm in length by 5.72 in width, and normal appearing right and left ovary. The iud was in the correct placement in the uterus. [Ultrasound scan] on 14-jun-2017: intrauterine mass she also had 2 separate fibroids in the uterus intramural. Her right ovary had a small complex cyst measuring 18 millimeters lot number: 952107 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6)2017, 1277 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1277 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted (lot no. 952107) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure insertion and endometiral ablation was done on same day" on (B)(6) 2014). The patient had a medical history of intermenstrual bleeding in 2014 and obesity, ovarian cyst, uterine fibroids, haemorrhage abnormal, parity 2, gravida ii and menorrhagia. Previously administered products included: paragard. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1295 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.891 kg/sqm. [Biopsy endometrium] on (B)(6) 2014: secretory phase, endometrium, fragments suggestive of endometrial polyp. [Pathology test] on (B)(6) 2017: final diagnosis: a. Uterus, cervix, fallopian tubes and ovaries, resection: 1. Focal chronic cervicitis. 2. Secretory phase endometrium. 3. Leiomyomata. 4. Left ovary with endometriosis. 5. Right ovary with endometriosis and hemorrhagic corpus luteum cyst. 6. Fallopian tubes with essure devices. Clinical information and history: irregular vaginal bleeding; uterine fibroid, right ovarian cyst; laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, transobturator tape bladder sling. Gross description: within the cornua extending into the fallopian tubes are metallic, coiled, essure micro inserts. [Ultrasound pelvis] (date unknown): it showed a uterus measuring 9.8 cm in length by 5.72 in width, and normal appearing right and left ovary. The iud was in the correct placement in the uterus. [Ultrasound scan] on (B)(6) 2017: intrauterine mass she also had 2 separate fibroids in the uterus intramural. Her right ovary had a small complex cyst measuring 18 millimeters the most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters,patient information,medical history,lab data, indication, lot no., expiry date, drug removal date, event onset date, non drug treatment added, event added medical device monitoring error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.